Manufacturer narrative:
The x2 user guide state ¿humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer experienced low blood glucose (bg) levels of 47 mg/dl; cause was unknown. Reportedly, customer used off label insulin (admelog). Customer's bg was addressed by drinking orange juice. Additionally, it was reported that the insulin gauge was inaccurate. No impact to the customer's bg for insulin gauge issue. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.